Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was noticed that the instrument coordinator ordered a rod cutter on sep 10th. This cutter is already tagged broken. There was no patient involvement. Procedure outcome is unknown. This complaint involves one (1) device. This report is for one (1) is table top rod cutter. This is report 1 of 1 for (B)(4).